Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2013-20501. It was reported stimulation was auto-reducing. The sjm rep met with the pt on (B)(4) 2013 to interrogate the system. F/u identified contacts 3 and 5 were invalid. Reprogramming resolved the issue and effective stimulation was obtained. The pt reported 4 days later the previous program settings were no longer working and auto-reducing has reoccurred. The pt was advised to contact her physician. F/u further revealed contacts 2, 3, 4 and 5 were all invalid. Subsequently, the pt was seen by the physician where x-rays were taken and a slight lead migration was confirmed. Surgical intervention may be undertaken for a lead revision.